Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head won't stay on the toothbrush-oral-b power oral care refills [device breakage] case narrative: consumer reported via web that the toothbrush, specifically that the brush head will not stay on the toothbrush. No injury reported.